Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection and a hypoglycemic event occurred. The patient stated they woke up sweating and the continuous glucose monitor was displaying a signal loss. Her husband provided her with juice and at this time, the patient did not check her blood glucose with a meter. She stated within ten minutes, the signal came back and the cgm displayed a reading of 2.6 mmol/l. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No data or product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient is fine now.